Manufacturer narrative:
The device was returned for analysis. Visual inspection found the device had dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end and inside the irrigation ports. Electrical tests revealed while manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Temperature test revealed that when connected device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (21.5c), the maestro displayed 22c. While soaking the distal end for 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. Rf ablation test verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications. The device was connected to a gen 2 hdx system which includes a gen 2 connection box, maestro 4000, metriq pump and a rhythmia hdx signal station with v1.4 software. After the initial connection, the displayed temperature was typical (20c). Immediately after an ablation was started, a d06 (temp out of range) error occurred on the maestro screen. After clearing the error, the device was disconnected and then reconnected to the system. The temperature now read 58-65c. The device was returned to the ep lab ablation test system (gen 1 connection box). After the initial connection, the displayed temperature was typical (20c). A 60 sec. Ablation was performed, and no error codes or temperature anomalies occurred. Pressure leak test revealed device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.3584, 0.3788 and 0.3771 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.4563, 0.4488 and 0.4367 psi (spec limit is 0.044 psi).

Event description:
Reportable based on device analysis completed on 22-jul-2019. It was reported that an error message occurred. An intellanav mifi open-irrigated catheter was selected for an ablation procedure in the left atrium to treat atrial fibrillation. Upon connecting the catheter, the catheter was reading very high temperatures and caused generator to register a d07 message. The issue was persistent, power control mode was in use, and the device was irrigated at all times while inside the patient. The cables, generator and finally catheter was switched out. Once the catheter was replaced, the new catheter worked fine. No patient issues occurred. However, device analysis revealed the device failed lumen and distal shaft leak tests.